Manufacturer narrative:
According to the customer, the head and foot sections will not operate at all. The user's leg became trapped in the bed and ripped part of the skin of his calf off which caused swelling. He is still actively seeking medical attention with a wound care specialist. There was no further information including how many instances this occurred. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the head and foot sections will not operate at all. The user's leg became trapped in the bed and ripped part of the skin of his calf off which caused swelling.